Event description:
Reporter alleged obtaining discrepant blood glucose values of 21 mg/dl back to back with a result of 320 mg/dl when testing was performed within 10 mins on the aviva system. Reporter stated after the comparison, another result of 150 mg/dl was obtained within a minute on the same system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.